Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·we could not identify the foreign material. ·we could not conclusively specify the root cause of the foreign material remained in the device. We could not identify the foreign material from provided information. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign matter come out from the air/water nozzle. There were no reports of patient involvement.